Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The actual device involved in the adverse event had been already discarded at the facility and thus irretrievably lost for investigation.

Event description:
The physician reported to gore that a female patient presented with severe circulatory disorders in her leg on. It was stated that the patient is suffering from severe peripheral artery disease at an advanced stage which was previously treated with a non-gore femoropopliteal bypass graft and an endovascular non-gore endoprosthesis that was implanted proximal to the femoropopliteal bypass graft. The physician stated that the patient reported that she experienced severe circulatory disorder symptoms in her leg for three days. On (B)(6) 2019, she was admitted to the emergency room and an angiography computed tomography was performed showing a blood drainage problem of the femoropopliteal bypass graft at the distal anastomosis. The physician reported that, during an emergency endovascular intervention dated (B)(6) 2019, the blood drainage problem was treated with a gore® viabahn® endoprosthesis with propaten bioactive surface. Access was gained distally from the femoropopliteal bypass graft. The gore® viabahn® endoprosthesis was successfully implanted over the distal anastomosis of the femoropopliteal bypass graft. Reportedly, the viabahn® endoprosthesis occluded the next day, (B)(6) 2019. During another emergency endovascular intervention they made a percutaneous transluminal angioplasty using a tibial access. Reportedly, the viabahn® endoprosthesis re-occluded the next day, (B)(6) 2019. During another emergency endovascular intervention they made another percutaneous transluminal angioplasty and performed an arterial thrombolysis. This time access was gained distally from the femoropopliteal bypass graft. The physician stated that this intervention improved the proximal arterial blood flow into the femoropopliteal bypass graft and the distal blood drainage through the viabahn® endoprosthesis. The physician stated, that the leg had to be amputated because of serious tissue damage due to insufficient blood supply and one week later. The physician stated that this event could not be ascribed merely to the use of the viabahn viabahn® endoprosthesis. The physician reported, that the patient was admitted much too late to the emergency room. The physician stated, that the patient was reluctant to go to the hospital, because she was full of fear to lose her leg.

Manufacturer narrative:
B3: updated date of event. B5: updated event description to correct for typos.

Event description:
The physician reported to gore that a female patient presented with severe circulatory disorders in her leg. It was stated that the patient is suffering from severe peripheral artery disease at an advanced stage which was previously treated with a non-gore femoropopliteal bypass graft and an endovascular non-gore endoprosthesis that was implanted proximal to the femoropopliteal bypass graft. The physician stated that the patient reported that she experienced severe circulatory disorder symptoms in her leg for three days. On (B)(6) 2019, she was admitted to the emergency room and an angiography computed tomography was performed showing a blood drainage problem of the femoropopliteal bypass graft at the distal anastomosis. The physician reported that, during an emergency endovascular intervention dated on (B)(6) 2019, the blood drainage problem was treated with a gore® viabahn® endoprosthesis with propaten bioactive surface. Access was gained distally from the femoropopliteal bypass graft. The gore® viabahn® endoprosthesis was successfully implanted over the distal anastomosis of the femoropopliteal bypass graft. Reportedly, the viabahn® endoprosthesis occluded the next day, on (B)(6) 2019. During another emergency endovascular intervention they made a percutaneous transluminal angioplasty using a tibial access. Reportedly, the viabahn® endoprosthesis re-occluded the next day, on (B)(6) 2019. During another emergency endovascular intervention they made another percutaneous transluminal angioplasty and performed an arterial thrombolysis. This time access was gained distally from the femoropopliteal bypass graft. The physician stated that this intervention improved the proximal arterial blood flow into the femoropopliteal bypass graft and the distal blood drainage through the viabahn® endoprosthesis. The physician stated, that the leg had to be amputated because of serious tissue damage due to insufficient blood supply one week later. The physician stated that this event could not be ascribed merely to the use of the viabahn® endoprosthesis. The physician reported, that the patient was admitted much too late to the emergency room. The physician stated, that the patient was reluctant to go to the hospital, because she was full of fear to lose her leg.

Manufacturer narrative:
Based on the provided information "almost instantly", (B)(6) 2019 was chosen as the date of event as a best estimate. Based on the event description "in early september", (B)(6) 2019 was chosen as the date of implant as a best estimate. (B)(4).

Event description:
It was reported to gore that a gore viabahn® endoprosthesis was implanted in a young female patient over a distal anastomotic site of a femoropopliteal bypass graft in early (B)(6) 2019. It was stated that the viabahn® endoprosthesis re-occluded almost instantly, the patient lost her leg. It was stated that this event could not be ascribed merely to the use of the viabahn® endoprosthesis.